Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with unresponsive buttons due to corroded keypad traces. No button error alarm noted. The device was received with cracked case on the display window corners, minor scratched lcd window, cracked reservoir tube and lip, cracked battery tube threads, and missing end cap sticker. No moisture damage on the motor assembly or electronic assembly noted during visual inspection.

Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer's blood glucose level was 172 mg/dl. Customer stated that she tried to remove the set and reservoir. Customer reported that it was humid outside. Customer also mentioned that the pump fell in the toilet. Insulin pump will need to be replaced. No additional information provided.